Event description:
One discordant, falsely elevated vitamin d result was obtained on an advia centaur xp instrument. The discordant result was reported out to the physician. The sample was rerun on the same instrument. Upon repeat testing, the corrected result was reported to the physician. There are no known reports of adverse health consequences or patient intervention as a result of the discordant results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc) and reported that the acid and base bottles were switched on the advia centaur xp instrument. The tsc specialist instructed the customer to rinse the acid and base reservoirs and replace the acid and base bottles, which the customer did. All samples that had been run that day were repeated on the same instrument, and a corrected report was issued for one discordant sample. The cause of the discordant sample was user error. The instrument is performing according to specifications. No further evaluation of this device is required.